Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify but not to duplicate the reported issue. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request with a note that the device is not for use.

Event description:
The customer contacted stryker to report that their device unintentionally provided shocks to two nurses. This issue is patient related; however there was no adverse patient outcome reported.